Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that ventricular sensing was out of specification, and calibration was required. The external pulse generator was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
Product event summary evaluation summary (B)(4): the generator was returned and analysis could not confirm the customer comment that the ventricular sensing was out of specification and that calibration was required. Analysis did find that the two side bail covers were broken, that the battery contacts were compressed, that the battery drawer was contaminated and that the keyboard pad had cosmetic damage. (B)(4).

Event description:
It was reported that ventricular sensing was out of specification, and calibration was required. The external pulse generator was returned for repair. No patient involvement or complications were reported as a result of this event.